Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the visual indicator color of a 6f exoseal vascular closure device (vcd) did not change and the device was withdrawn as-is. There was no reported patient injury. There was no difficulty connecting the brite tip sheath with the vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, an audible click was heard, pulsatile flow was observed from the bleed-back indicator, and both the vcd and the cordis sheath were retracted together until bleed-back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. When the device was removed, the indicator wire loop was deployed with no anomalies noted. The procedure used an antegrade approach, and the vcd was used in an endovascular therapy (evt) procedure. The patient had no issues after the procedure. The operator was trained in the device, and the vcd was stored and prepared per the instructions for use (IFU). There were no signs of device or package damage before use. Suitability of the femoral artery was verified on angiography, including correct insertion angle, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50%. The physician did not answer whether the target femoral site had been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to vcd use. A cordis 6f brite tip sheath was used. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was found fully deployed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned inserted on the device. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was conducted. During this analysis, an attempt to lock the cowling guard was performed and was successfully completed. Then, the indicator wire was then pulled to achieve the black/black position in the indicator window, after which the deployment lever was fully depressed, achieving indicator wire retraction and the expected plug deployment. Additionally, the indicator window black/white/red position was obtained. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed on the returned device, as functional analysis demonstrated full window transition and successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the no change to indicator window, event reported, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the visual indicator color of a 6f exoseal vascular closure device (vcd) did not change and the device was withdrawn as-is. There was no reported patient injury. There was no difficulty connecting the brite tip sheath with the vascular closure device (vcd). The indicator wire cowling locked against the handle assembly, an audible click was heard, pulsatile flow was observed from the bleed-back indicator, and both the vcd and the cordis sheath were retracted together until bleed-back significantly slowed or stopped. The indicator did not show any black, and the physician did not have their thumb on the plug deployment button during retraction. When the device was removed, the indicator wire loop was deployed with no anomalies noted. The procedure used an antegrade approach, and the vcd was used in an endovascular therapy (evt) procedure. The patient had no issues after the procedure. The operator was trained in the device, and the vcd was stored and prepared per the instructions for use (IFU). There were no signs of device or package damage before use. Suitability of the femoral artery was verified on angiography, including correct insertion angle, and the vessel diameter was confirmed to be at least 5 mm. There was no visible calcium or plaque, no stent near the puncture site, and no stenosis greater than 50%. The physician did not answer whether the target femoral site had been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm prior to vcd use. A cordis 6f brite tip sheath was used. The device will be returned for analysis.